Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occlusion of cerebrospinal fluid was suspected, and the device was explanted.

Manufacturer narrative:
The returned device had catheter attached to the inlet and outlet connectors with sutures. The performance level setting was stuck between 0.5 and 1.0. The valve was occluded and the laboratory technician could not adjust the performance level setting. The valve was flushed, and water was able to flow through the valve. The laboratory technician was not able to adjust the performance level setting after flushing either. Therefore, the valve could not be tested for patency, leakage, valve flux, reflux, siphon, pressure-flow and preimplantation. There was proteinaceous debris observed on the exterior and interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the outlet connector was bent. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of I nstruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% inspected at time of manufacture. If information is provided in the future, a supplemental report will be issued.